Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a laparoscopic appendectomy procedure a 16 french foley catheter was placed. Resistance was met upon insertion, the catheter was not forced into the patient. A second attempt was made to insert the catheter; however, when the physician pulled back on the catheter blood filled the catheter and bag (about 12 inches). It was then confirmed that the patient experienced a urethral tear. A 16 french coude tip catheter was placed without further impact to the patient. Clear urine was returned. The foley catheter was left in place for the urethra to heal.